Manufacturer narrative:
Investigation summary:bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "there a kind person (bd sales representative from arizona) hear about the problems that I had with the security needle lot. #9080851 with expiration date 2024-03-31, and bring me your email. The rubber that cover the needle that is inside of the vacutainer bends, freeing the needle causing bloodshed in the vacutainer and the patient's skin. I have 36 branches and 6 of them have this problem. I asked all my branches to send me all the boxes with that lot and I have them in quarantine until the distributor tells me what they are going to do."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "there a kind person (bd sales representative from (B)(4)) hear about the problems that I had with the security needle lot 9080851 with expiration date 2024-03-31 and bring me your email. The rubber that cover the needle that is inside of the vacutainer bends freeing the needle causing bloodshed in the vacutainer and the patient's skin. I have 36 branches and 6 of them have this problem. I asked all my branches to send me all the boxes with that lot and I have them in quarantine until the distributor tells me what they are going to do."